Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was trying to change their settings. It was working and slowly and surly it was not now. The patient was in 3 first and took it up to 3.8v. The patient started having problems so they changed to program 4, but was just having diarrhea and so many problems and got up during the night with no liquids. The patient had been on program 4 for 2 weeks and their health care provider (hpc) told them to stay in each program for 2 weeks at a time. The patient had problems with their stomach as well and it had nothing to do with their bladder though. The patient lost control with diarrhea and the bladder. The patient was walking and it just happened where they lost control. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0jsnj, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s therapy would work great, but then lose effectiveness and the patient would have an accident ¿out of nowhere.¿ the device would reportedly ¿worked for a month per say and then all of a sudden she had an episode.¿ this issue occurred since implant. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.